Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the week prior to the report date the patient was sick and had pain. The patient's pump alarm had been going off for around two weeks. It was confirmed by telemetry that the critical alarm heard was the empty reservoir alarm. The patient presented to the health care provider with 0 ml in the pump reservoir. The health care provider did not have the drug to refill the pump that day, so the pump was reprogrammed to stop the alarm. The pump was to be refilled at a later date. It was unknown what drug the pump was delivering, but it was thought to be morphine and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.